Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing with bd phoenix¿ unmic-409 there has been an increase in gentamicin resistance in proteus mirabilis. The customer did not retest the isolate after finding this resistance. There was no report of patient impact.

Manufacturer narrative:
Investigation: the complaints are for false resistance of gentamicin (gm) and tobramycin (nn) with proteus mirabilis when using phoenix panel nmic-408 (448877) batch number 0273252 and unmic-409 (448804) batch numbers 0259265, 0274347, and 0267782. The customer did provide 12 returned isolates of proteus mirabilis and lab reports for investigation. To investigate, a total of two (2) retention panels from the complaint batch were tested by bd¿s qc department using the 12 customer returned isolates of proteus mirabilis with a phoenix 100 instrument and evaluated for gentamicin (gm) and tobramycin (nn). During investigation, all panels yielded a result of susceptible for both evaluated drugs. All panels yielded results of 2 for gentamicin (gm) and =1 for tobramycin (nn). These isolates were then sent to bd¿s r&d team for additional testing. The r&d team first confirmed all organism ID¿s using the bruker maldi system. All 12 proteus mirabilis strains were tested once, in parallel, on phoenix m50 in nmic-500 lot #0148110 and bmd reference panel. 10 of the 12 proteus mirabilis strains resulted in a resistant mic result on the m50, as compared to a susceptible mic result on bmd reference panel. All 12 strains were susceptible for nn with bmd; however, the phoenix panel nmic-500 does not contain nn, so comparison of nn could not be completed with the r&d team¿s testing. This complaint is confirmed. As a result of this testing, combined with additional customer complaints regarding gm false resistance, several variables with the current phoenix gm panel formulation and other associated consumable phoenix products were investigated. The investigational team has identified at least one variable that we may be able to modify to improve panel performance. The r&d team is currently in the process of writing a formal recommendation for this modification so that a change control may be opened and the change implemented. We appreciate your willingness to share isolates which have helped provide critical feedback during this investigation process. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed no additional complaints for the complaint batch. Complaint trending was performed and trend limits were breached associated with this defect. As always, the bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported while testing with bd phoenix¿ unmic-409 there has been an increase in gentamicin resistance in proteus mirabilis. The customer did not retest the isolate after finding this resistance. There was no report of patient impact.